Event description:
The user facility reported a 79-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient coded while in the cath lab and the impella was pulled into the aorta during CPR. The physician opted to remove the pump and cannulate extracorporeal membrane oxygenation through the impella site due to the emergent situation.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.